Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: acute transient non-physiological over-sensing in the ventricle with a df4 lead. Indian pacing and electrophysiology journal. 2015;15(4):216-219. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardioverter defibrillator (ICD) system. The article indicated that the time of hospital discharge, a small hematoma was discovered and was managed ¿conservatively with pressure bandaging.¿ the next day the patient presented with lead integrity alerts due to high ventricular impedance. Upon device interrogation, ventricular oversensing was discovered. A chest x-ray was done which showed that the pin was beyond the set-screw. During the pocket revision, ¿noise¿ was reproduced. A moderate hematoma was evacuated and the header ¿contained a significant amount of blood.¿ the header was cleaned and reconnected and no further oversensing was seen. The patient was seen ad six-week follow up and all functions were ¿normal.¿ the device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.